Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0444274v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3387-40, lot# j0444274v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer reported that recharging was taking too long and they had poor coupling when recharging. The recharger would not charge the implantable neurostimulator (ins) past the 3/4ths mark. The patient had tried fully recharging the last section for several days, but they had not seen any other screen come up. Coupling also changed randomly without any movement. Since the patient started recharging, coupling would drop from eight to two boxes. The recharging belt was tried, but it did not work for the patient so they hold the antenna in place. The ins seemed tilted with the outer edge seeming deeper than the inside edge. An appointment with the patient's health care provider (hcp) was scheduled for monday. The patient's hcp later reported the patient was seen in the clinic on (B)(6) 2015 and they were shown how to adjust the recharger to get better contact. The recharging too long and poor coupling issue had been resolved. The patient's indication for use is parkinson's dual and movement disorders.